Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (clog) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was occluded. The following information was provided by the initial reporter: the patient stated problems with the last package of needles because they were not penetrable.